Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex videoscope exhibited blurry image during set up, before patient in the room. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Additional reportable malfunction was identified during the device evaluation, which is the foreign object found in the air/water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.